Event description:
It was reported by customer that before the procedure with the intra-aortic balloon an "autofill failure" alarm occured and the balloon did not inflate. There is no patient involved. No harm is reported.